Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, there was no damage to the battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed evidence of partially discharged batteries being installed. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the display screen was faded.